Event description:
The customer obtained biased amyl results for quality control fluids and biased glu pt results. The scenario is consistent with a malfunction that could have caused false pt results to be reported. No pt sample results were reported. There was no report of pt harm as a result of this event.